Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: device deployed in an unintended site; subsequent medical intervention. Device issue: failure to advance. It was reported that the procedure was to treat a 90% stenosis in the mid cx. After deployment of the 4.0 promus, a perforation was observed. An attempt was made to treat the perforation with the graftmaster stent, but it could not pass far enough to cover the perforated segment, and it could not be withdrawn into the guide catheter. Therefore, the graftmaster stent was implanted in the proximal cx. Long balloon inflations were performed until the vessel thrombosed, avoiding cardiac tamponade. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - it is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted promus stent as described in the complaint. It is stated in the IFU that an undeployed stent should not be withdrawn into the guide catheter, and the entire system should be removed as one unit. The device was not returned for investigation; therefore, a root cause can be identified. The promus (part 1009543-23b, lot 9011461), has been filed MFR # 2024168-2009-01710.